Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during a lead revision procedure on (B)(6) 2025, the l5 lead was fractured, and part of the lead still remains implanted. As a result, surgical intervention may be undertaken to address the issue.